Event description:
Capio surgical suture and capturing device were being used when the end "tapercut" needle broke off and lodged into pt's tissue during a sacrospinous ligament fixation of pt's vaginal vault due to vaginal prolapse.